Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "0730, purple lumen not working overnight, yesterday red lumen not working as per hand over. 1000 IV administration of IV antibiotics, purple lumen not flushing or withdrawing. Red lumen working. 1400, dressing changed, noted small bulge above entry site of PICC, area red and swollen. PICC measured at 21 cm, previous length 19-18cm. Dressing replaced, alerted medical team for urgent review. Contacted opat team for advice. Spoke to nurse, reviewed via photo and plan to remove PICC. Measure external length, PICC length 45cm, entry point at 4cm, external length 41cm. PICC was inserted at a different facility so no placement details available. Appears to be a clot at external point of PICC. Delayed patient's treatment of amoxicillan. Requested opat attend to renew PICC as on 4hrly abx until (B)(6) 2024."

Event description:
It was reported by the customer "0730, purple lumen not working overnight, yesterday red lumen not working as per hand over. 1000 IV administration of IV antibiotics, purple lumen not flushing or withdrawing. Red lumen working. 1400, dressing changed, noted small bulge above entry site of PICC, area red and swollen. PICC measured at 21 cm, previous length 19-18cm. Dressing replaced, alerted medical team for urgent review. Contacted opat team for advice. Spoke to nurse, reviewed via photo and plan to remove PICC. Measure external length, PICC length 45cm, entry point at 4cm, external length 41cm. PICC was inserted at a different facility so no placement details available. Appears to be a clot at external point of PICC. Delayed patient's treatment of amoxicillan. Requested opat attend to renew PICC as on 4hrly abx until (B)(6) 2024"

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult infusion is confirmed and was determined to be use-related. One 5 fr d/l powerpicc solo was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned device. A functional test of attempting to infuse water into each lumen using a 12 ml syringe revealed slight resistance initially until abundant blood use residues exited the catheter. The catheter was observed to be patent to infusion and aspirated without difficulty after the blood use residues were flushed from the catheter. A microscopic observation of each solo valve before functional testing revealed abundant blood use residues inside the luer of the device. It was determined that abundant blood residues were the root cause of the resistance experienced during infusion and aspiration of the catheter for each lumen, as the catheter could infuse and aspirate water without difficulty after the removal of the blood residues from the catheter. This complaint will be recorded for future trending and monitoring purposes.